Manufacturer narrative:
Testing and investigation found the ac receptacle was burned. The device was visually inspected and there was no evidence of fluid or internal burning found. The probable cause for the burnt ac receptacle was due to the use of a non-authorized hospira ac power cord, which resulted in a short to the ac receptacle.

Event description:
The customer contact reported an inoperative device and an exploded plug, but provided no additional information. This does not indicate a reportable event. However, during preliminary testing, the ac receptacle was found to be burnt with evidence of electrical sparking. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The product has not yet been received. The investigation is not complete.

Event description:
The customer contact reported an inoperative device and an exploded plug, but provided no additional information. This does not indicate a reportable event. However, during preliminary testing, the ac receptacle was found to be burnt with evidence of electrical sparking. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.